Event description:
The recipient is reportedly experienced pain during an MRI. The bandaging protocol was followed.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Medical intervention was not required for the pain. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.